Event description:
The customer reported that the bedside monitor did not alarm for desat.

Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor did not alarm for desat. This complaint was deemed reportable due to the fact that the customer is alleging "failure to alarm" and if the alleged event is to reoccur, it may lead to serious injury or death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.